Manufacturer narrative:
Patient weight not available from the site. Onsite functional and visual examination was performed by a manufacturer representative. The motion controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system provided message indicating it was in standalone mode. Rebooting resulted in a motion calibration message. After calibration the error was resolved. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The positioner motion control amc was returned to the manufacturer for evaluation. Functional testing; performance testing; visual/physical examination; usability inspection was performed on the returned part and no fault was found. The returned part passed all tests. If information is provided in the future, a supplemental report will be issued.